Manufacturer narrative:
Title: surgical outcomes of laparoscopic versus open liver resection for hepatocellular carcinoma for various resection extent source: chen et al. Medicine (2017) 96:12 medicine (2017) 96:12(e6460) received: 4 january 2017 / received in final form: 27 february 2017 / accepted: 27 february 2017 http://dx.doi.org/10.1097/md.0000000000006460. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between april 2015 and september 2016, the surgical outcomes (safety and efficacy) of laparoscopic liver resections (lrrs) versus open liver resection (olr) for hepatocellular carcinoma (hcc) were analyzed and retrospectively investigated the demographic and perioperative data, and also surgical outcomes. Laparoscopic liver resection was performed in 225 patients and olr in 291. A cavitron ultrasonic surgical aspirator (cusa excel, valleylab, co) was used in the open procedure and both a cusa and ligasure 5mm blunttip was used in the laparoscopic procedure. Three patients in the llr group and 19 patients in the olr group required blood transfusion. Hemorrhage was recorded in 2 llr patients and 4 olr patients. Wound infection was recorded in 1 llr and 6 olr patients. One patient in the olr group had an abdominal abcess.